Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella 5.5 was plugged into the automated impella controller (aic) and immediately received an ¿impella defective¿ alarm. The impella and the aic were replaced. There was no reported patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. H6 component code updated to 925.